Manufacturer narrative:
(B)(4). This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The device was slightly contaminated and showed age-based marks of use. The long term test revealed no abnormalities as well as the performed calibration. On the bottom- and upper housing material compressions were found. During the examination the complained behavior could not be reproduced. No technical defect was found. Following is described in the IFU: - prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.

Manufacturer narrative:
(B)(4). The device has arrived from user facility at our bbm laboratory in (B)(4) and the investigation is on going at this time. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): while infusing noradrenaline, pump stopped and came up with syringe invalid.